Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a documented blood glucose of 46 mg/dl following an apparent overcorrection by the pump and no external insulin use; the user treated with oral glucose and previously used root beer to correct earlier low readings. Symptoms included asymptomatic hypoglycemia. Outcomes included resolution of low glucose after oral carbohydrate intake, with no hospitalization. Investigation included troubleshooting and user education performed by support personnel, with follow-up confirming blood glucose returned to range. Investigation of this case revealed an adverse event of hypoglycemia with an unclear cause and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.